Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the proximal circumflex artery. A 3.5 x 26 mm graftmaster covered stent was not used in the anatomy as it may have failed to cross the lesion. A 2.8 x 26 mm graftmaster covered stent was used to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.